Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type; catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving bupivacaine at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and complex regional pain syndrome type I. It was reported that the hcp took the patient to the operating room the day of this report due to a cerebrospinal fluid (csf) leak at the patient's back incision site. Upon opening the incision, the hcp found pus and a pocket of csf, which were sent for culture. The hcp explanted the catheter and pump due to "suspicious" infection, and discarded them. They would not be replaced in the future. No conclusive factor contributed to the event. No tests were completed prior to surgical exploration. The issue was not resolved at the time of this report and the patient status was "alive - no injury." No further complications were reported.